Manufacturer narrative:
Reported event of wire broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the snare was opened, the rest of the wire exited the sheath with the snare loop, thus they had no control over the loop. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient is doing well at the conclusion of the procedure.